Event description:
It was reported that leakage was observed from the packaging box. The customer opened the packaging box and found that the device container lid was askew before use.

Manufacturer narrative:
Sterility issue. Device not returned.